Event description:
It was reported that the patient presented with inappropriate therapy due to lead noise. The lead noise was reproducible via isometric testing. Decreased pacing lead impedance was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.